Event description:
Customer reported 66 discrepant samples from one sars-cov2 pcr worklist, ID (B)(4) , using assay lot 315805 on panther instrument sn (B)(4). Samples were retested but customer did not indicate on which platform the samples were retested on or if the results were amended. Pas reviewed the logs and did not observe any reagent or instrument issues that could account for the number of sars-cov-2 positive results. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer said that antivirals were given but it was unclear for what illness/condition it was for. There were no adverse events associated or reported from this event.

Manufacturer narrative:
Hologic technical support (ts) reviewed log and found signs of contamination. Kit samples initially looked good, but all become positive as the run progressed. Customer performed instrument cleaning. No further issues were reported.